Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. Concomitant product: 375cc mentor smooth round moderate profile (catalog number: 3501660, serial number: (B)(4)). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a 425cc mentor smooth round high profile saline breast implant and experienced postoperative left-sided deflation. The diagnosis was confirmed by physician upon examination. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2020, the product investigation was completed. Device investigation summary: the device was visually inspected and it was found with no apparent damage. Leak testing revealed there was leakage from the valve. The analysis was unable to determine the root cause for the leaking valve. Excessive manipulation may have caused the valve leak. The IFU states ¿not to manipulate (i.e., squeeze) the valve excessively, which may cause valve leakage¿. However, this cannot be conclusively determined. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 11/12/2019, mentor received an update on events submitted in the initial report. This supplemental report includes an updated expiration date and manufacture date. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor became aware of an event detail that was submitted in error within the previous supplemental report. The patient was replaced by 450cc mentor memorygel breast implants (catalog number 3505004bc, left-sided serial number (B)(4), right-sided serial number (B)(4)). Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, mentor discovered that the suspect medical device information provided in the initial report was submitted in error. On (B)(6) 019, the device information provided was believed to be the patient's left-sided device; however, the submitted information was the patient's right-sided device. The information provided in this supplemental report shall serve as a correction to the previous submission. Section d and section h4 have been updated accordingly. Correction: the patient underwent a breast augmentation revision with a 375cc mentor smooth round moderate profile.saline breast implant. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 10/31/2019, mentor received an update on the events submitted in the initial report and supplemental report #1. As a result of the diagnosis, the patient has an explantation for their impacted device scheduled for (B)(6) 2019. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Mentor received an update on the event reported in the previous reports. The patient's preoperative diagnosis was bilateral deflation with bilateral device migration. During the explantation procedure, the patient's devices were replaced with unspecified 450cc breast implants. Manufacturer's reference number: (B)(4).